Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, it was reported by a sales representative via phone that an ar-9928bc ar-9928bc 3.9mm bc swivelock w flags screw was stripping. This event occurred during an achilles procedure on (B)(6) 2025 when the screw started stripping upon insertion. Everything was removed from the patient. They proceeded to redrill for the next size up. A tap was used to prepare the bone. The patient had a decent bone quality.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.